Event description:
The facility representative reported a fail code 570. Information was not provided regarding whether or no the failure occurred during a patient infusion. Although baxter attemptted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.